Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that air leaked into the eye, even though the surgeon was not using the air/fluid exchange, during a cataract extraction/vitrectomy procedure. When the surgeon tried to remove the air, the probe "sucked" the posterior chamber causing a posterior capsule tear. The intraocular lens was not able to be placed in the bag.